Event description:
The reporter stated the surgeon explanted a 12.6mm micl 12.6 implantable collamer lens in 2007 due to an undesired outcome. The lens was replaced with a 05.5 diopter. There was patient contact but no injury, no sutures required. Additional information has been requested from the facility but to date none has been forthcoming. If additional information becomes available a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation codes: method (other): lens work order search. Results: a lens work order search was performed and no similar complaint found.